Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The bolus button was not working. The blood glucose reading was 190 mg/dl.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test. No a33 alarm noted. The insulin pump passed self-test, a21 test and the operating current test were normal. The insulin pump had minor scratched display window, cracked at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.